Manufacturer narrative:
Product event summary: the radiofrequency programmer head failed incoming testing, and was found to have internal corrosion.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.